Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the seal biopsy valve leaked during the procedure. The procedure was completed using the original seal biopsy valve. There was no serious injury nor adverse patient effects reported as a result of this event. The patient was reported to be fine.